Event description:
Pt referred to special procedures s/p cxr for left chest implanted broken catheter, foreign body retrieval and implanted port removal that was inserted at hospital on or approx 7 weeks ago but did not have a blood return in md's office for chemo.